Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The microsensor (ID 826850) was returned for evaluation. Device history review: the product code 826850 with lot 7495637 sn (B)(6), conformed to the specifications when released to stock. Failure analysis: the issue of the complaint was confirmed: foreign matter over sensor area, catheter crimped and internal wires cut into 1cm from distal tip. Icp express: no transducer detected; cerelink monitor not acceptable. Root cause analysis: the possible root cause for this issue reported by the customer could be due to mishandling of the catheter.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2025-00286. A facility reported a cerelink sensor (ID 826850) failed to measure the patient¿s intracranial pressure (icp). The sensor was placed 3 cm into the brain parenchyma on (B)(6) 2025, with an icp reading of 12 mmhg. After disconnection from the monitor, the patient was transferred to the trauma intensive care unit (ICU). Upon reconnection in the ICU, the sensor displayed negative icp values that did not correlate with the patient¿s clinical presentation. The sensor was then removed and replaced bedside in the ICU on (B)(6) 2025. However, the second sensor showed an initial spike icp reading of 17-24, and then instantly dropped to 0-2 and did not climb up from here until 7-8 hours later where it leveled out at 11. The second sensor was not removed due to failure. Reason for sensor placement: traumatic brain and spine injury, due to intraparenchymal hematoma on sensor placement side, contralateral epidural hematoma, spinal fracture. Based on information provided it is unknown if there was an issue with the cable used. It is also unknown if the patient experienced any signs and symptoms due to sensor issue. Additional information received: implant location (ex: parenchyma): parenchyma. Was the integra/codman icp monitor connected to a patient monitor (yes/no): no. Was the patient lead always connected (yes/no): no.